Manufacturer narrative:
(B)(4). At this time, the customer has not responded to requests for additional information regarding this event. If additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported that while performing maintenance on the vela ventilator, they discovered motor fault alarms with low peak inspiratory pressure and low exhaled minute ventilation alarms in the error log. The customer states that there is no report of it happening with a patient and they have isolated the problem to be the turbine.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect device and performed an investigation into the reported failure. The failure analysis technician could not duplicate the customer's reported issue. The unit passed all testing and met all carefusion manufacturer specifications.